Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]. 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply. 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a poor water supply. The device was inspected prior to use. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before it was sent to olympus, it was unknown what the foreign material may be. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. The customer wiped / brushed the air and water nozzle with clean lint-free clothes, brushes, and sponges. The customer flushed the air / water nozzle with a detergent solution, and it was unknown if there were any concerns about the reprocessing process. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the water removal ability did not meet the standard value due to the clogging of the nozzle. Additional findings include the following: the adhesive on the bending section cover had a white-clouded area, switch 1 had a scratch, the scope connector had a crack, the image guide protector had a scratch, the paint on the air / water cylinder was peeled, the paint on the suction cylinder was peeled, the objective lens had a crack, and the plastic distal end cover had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.